Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection and accuracy testing were performed and passed. The customer reported problem could not be duplicate. Investigation perform a full pm and all functional tests passed. No problem found.

Manufacturer narrative:
Other, other text: additional information received via email on 19-oct-2020 that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -8.85%. There were no reported adverse events.